Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient did not think her device was working correctly or she needed to up the stimulator or something because she was leaking too much. Patient was instructed to sync with patient programmer(pp) during the call and pp showed stim was on and she was at 2.9v. Patient increased stim and confirmed she felt comfortable stim. Patient was advised to follow up with healthcare provider (hcp) if issue did not resolve. There were no further complications that have been reported as a result of this event.